Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced vomits and sweating. The patient went to the hospital and was diagnosed there with diabetic ketoacidosis. The last cgm reading the patient received was 140 mg/dl. At the hospital the sensor failed. The patient was treated in the hospital with IV fluids (IV medication). He was discharged on the (B)(6) 2024. At the time of the report the patent was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.